Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes, ECG c and d cable and the interconnect cable to rear 1 therapy electrode were pulled from the strain relief, damaging wires in the cable. The pulled distribution node (dn) to the rear therapy electrodes cable broke the j703 and j704 off of the dn pca. Additionally, ECG c dome was missing. The root cause for the damaged belt was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.